Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that no alert occurred on the g6 mobile application. The patient reported he was in the mall when he started to feel dizzy although his cgm displayed 93 mg/dl. He started drinking soda but passed out and emergency medical services (ems) was called. His wife injected him with glucagon prior to the paramedics arriving. His blood glucose (bg) value per ems was not provided. He was transported to the emergency department where he was treated then discharged home 4 ¿ 5 hours later. He stated that his cgm nor his followers had received alerts for a low or that he was dropping fast. His low alert was set at 80 mg/dl but since the event he increased it to 90 mg/dl. Data was evaluated and the allegation was confirmed. The device functioned within specifications and patient settings. It was indicated that the patient¿s blood sugar did not go below 93 mg/dl, therefore, the device would not have alerted as the low alert was set to 70 mg/dl; although the patient reported their setting was at 80 mg/dl. The probable cause could not be determined. No additional patient or event information is available.